Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of nine of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak between the patient line of a homechoice cassette and the female connector of a transfer set that led to this alarm. There was no loose connection and the connection was properly tightened before the therapy started. Renal therapy services (rts) assisted the registered nurse (rn) to close all the clamps, disconnect the patient using aseptic technique, cycle the power and remove the cassette to end the therapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: the device was manufactured at one of the following facilities: baxter healthcare - (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported between the patient line of a homechoice cassette and the female connector of a transfer set, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.